Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working correctly ever since they received a pump error alarm. The customer had been changing the infusion sets like crazy. The customer's blood glucose level was 486 mg/dl. The customer treated the high blood glucose with a 5 unit bolus from the insulin pump and 2.5 units of manual injection. The customer declined troubleshooting for the high blood glucose. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. Device passed selftest, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was received with cracked case on the back at the battery tube area and battery tube threads. The device was received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.